Manufacturer narrative:
The insulin pump passed the displacement test but compromised force sensor system alarm during the basic occlusion test due to loose and protruded drive support disk. The pump was unable to perform the occlusion, prime and excessive no delivery test or verify unexpected restart alarm due to compromised force sensor system alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received unexpected restart alarm. The customer's blood glucose was unknown at the time of incident. The customer also reported that the insulin was squirting out. The insulin pump will be returned for analysis.